Event description:
It was reported that pump screen was dark and would not turn on, and pump showed red light around button and vibrated repeatedly. There was no adverse impact to the customer¿s blood glucose level. Customer attempted multiple button presses and tried charging pump with working supplies without success, then was instructed to place pump into storage mode and use multiple daily injections as backup therapy while waiting for in-warranty replacement pump, and was advised to enter pump settings and reconnect continuous glucose monitor on replacement and to return malfunctioning pump using prepaid label.